Manufacturer narrative:
It was reported that ¿lift is no longer working, 2 of the 3 motion buttons will no longer function, sothey are not able to lower the lift or to close the legs, they are only able to open the legs.¿There were no reports of death, serious injury, medical intervention, or follow up care. It has beendetermined that the reported event could cause or contribute to serious injury if it were to occuragain. In an abundance of caution, this is a reportable event. If additional information becomesavailable this report will be reopened and reevaluated. This Medical Device Report (MDR) is beingsubmitted as part of retrospective review activities, which include review of historical data inaccordance with regulations at 21 CFR Part 803. The information included in this MDR reflects theinformation reasonably known to the manufacturer at the time of this retrospective review andsubmission.

Event description:
It was reported that the lift is no longer working, 2 of the 3 motion buttons will no longer function, so they are not able to lower the lift or to close the legs, they are only able to open the legs.